Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient reported in clinic for follow up. Review of egms showed bradycardia. The cause of the bradycardia was unclear but thought to be due to inhibition of pacing, loss of capture or both. The right ventricular lead was capped and replace on (B)(6) 2018. The patient was reported to be stable.